Event description:
The customer reported via phone call that they are not using the insulin pump. Customer stated that they have not consulted with a doctor yet and stated that the pump was difficult to use. Customer stated that they cannot press the buttons on the insulin pump. Customer declined a transfer to the helpline for assistance.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.